Event description:
On (B)(6) 2018 a spill involving a chemotherapy drug preparation occurred inside the i.v. Station onco device. This report is being filed retrospectively as an action from an associated CAPA which was triggered by complaint trends related to spills and concern regarding user exposure during clean-up of the spills.